Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced while attempting implant of the right atrial (ra) lead due to difficulty advancing the stylet through the lead. The lead was not used and a replacement lead was placed. No patient complications have been reported as a result of this event.